Manufacturer narrative:
Additional data: g3, h2, h10 corrected data: h6

Manufacturer narrative:
The investigation revealed that after the workmate claris v.1.2 software upgrade, the workmate claris dws screen turns black/blank and the user needs to reboot the system to regain functionality.

Event description:
During the procedure, the display screens went black. The device was rebooted.